Manufacturer narrative:
.

Event description:
Sex: unk. Procedure: lap chole. According to the reporter, the first application of product was fine. A staple was placed on the tissue but fell away, on second and subsequent applications, the gun jammed. A second endo clip was opened and used without incident. It is not known if the clip that fell away was retrieved.